Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs sys, including an ipg, on (B)(6) 2009. It was reported that the pt felt a heating sensation at his ipg pocket site. He stated that the only feels this when the stimulation is on and not when he is charging the ipg; he keeps the stimulation off when charging. He reported that he uses the stimulation for approx seven days in a row and then turns the stimulation off for one day. However, he stated that he feels a residual heating sensation with the stimulation off, but the sensation gradually decreases then ceases over the course of the day. During a reprogramming session, adjustments were made on the amplitude level of the pt's programs. F/u on the pt found that he has not felt the heating sensation at the ipg site since he was reprogrammed . He stated he felt effective stimulation, and no further pt complications were reported.